Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: neuchatel team received for evaluation a tvt obturator device (part of mesh). The lot number 3779170 product code 810081l. An investigation was performed on received product and the batch record file. The product was decontaminated and well packaged. The received device was manipulated and ex-planted as original packaging and all components were missing. Only the remaining part of the mesh was visible with lot of organic matter around. The event cannot be confirmed with the received product. The product was conforming to specifications at the release. Events of this type are trended regularly therefore this complaint is being closed to trending. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: neuchatel team received for evaluation a tvt obturator device (part of mesh). The lot number 3779170 product code 810081l. An investigation was performed on received product and the batch record file. The product was decontaminated and well packaged. The received device was manipulated and ex-planted as original packaging and all components were missing. Only the remaining part of the mesh was visible with lot of organic matter around. The event cannot be confirmed with the received product. The product was conforming to specifications at the release. Events of this type are trended regularly.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Please describe any medical intervention performed including medication name and results. Please describe any surgical intervention performed including findings. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2014 and mesh was implanted. In (B)(6) 2024, the patient presented with a tupe symptomatology of disuria with repeated cystitis. On the touch, one feels a strip stretched quite high a priori almost on the bladder neck within the lateral cuds-de-sac probably no exposure but a strip well marked (no vaginal or urethral erosion). Vaginal ablation of the strip was performed on (B)(6) 2024. The patient was reviewed on 05 jul 2024. There were no leaks disabling enough to ask for anything. Cough and push leaks with slight cervico-urethral hyper-mobility. Additional information has been requested.